Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted with a chief complaint of weakness and poor appetite for 1 week. Due to a urinary tract infection, the patient had undergone a bladder fistula procedure at another hospital and had been using disposable sterile foley catheters long-term. On the night of (B)(6) 2026, the patient's bladder fistula catheter or disposable sterile catheter suddenly dislodged. Immediate injection of water into the catheter with a syringe revealed leakage at the balloon site. Upon inspection, the balloon was found to be damaged, which was considered to be related to the quality of the bladder fistula catheter. The urology department was contacted, and the bladder fistula catheter was replaced.